Event description:
It was reported that "inaccurate cgm values" occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, the patient stated that due to inaccurate readings, they called an ambulance and was taken to the hospital. The patient did not provide further event details including symptoms or treatment and only stated their temperature was high. Although inaccuracies was reported, the patient did not provide cgm or bg values. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "inaccurate cgm values" occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, the patient stated that due to inaccurate readings, they called an ambulance and was taken to the hospital. The patient did not provide further event details including symptoms or treatment and only stated their temperature was high. Although inaccuracies was reported, the patient did not provide cgm or bg values. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.